Event description:
It was reported that the patient got an infection.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v010099, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-29, lot# n244465, implanted: (B)(6) 2011, product type: accessory. (B)(4).